Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter exhibited burn marks on the green contact strips when the metal prongs were removed. The patient's home had been struck by lightning.

Manufacturer narrative:
Unable to verify complaint as visual inspection revealed no charring or burn marks on adapter/prongs. Unit was plugged into power source and powered on. Unit boot up to sleep mode. Additional findings not related to complaint were discovered as failure at hla functional test revealed defective modem. Unit was scrapped due to defective modem.